Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system user was unable to login to station. After attempting to log in using either a bio ID or password, the screen continued loading indefinitely. Customer tried to reboot, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to station. A technical support specialist (tss) reported that a remote connection was established to the station, and administrative access was used to proceed with troubleshooting. The tss identified a related knowledge article titled bioid sensor fails after pushing rss es 1.8 lumidigm update for a biometric identification sensor issue following a recent update, retrieved the required installation package through electronic file transfer, and transferred it to the station. The tss uninstalled the existing device service, installed the updated driver, verified the biometric sensor through the device manager, and confirmed that the related service was running. The tss configured the station settings to enable auto login, performed a system reboot, and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.